Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 3mg/ml at 0.1823mg/day. It was reported that, during a post-magnetic resonance imaging (MRI) read, a long recovery time from a previous MRI was noticed in the pump logs. Per pump logs, a motor stall occurred on (B)(6) 2024 at 3:32pm and a motor stall recovery occurred on (B)(6) 2024 at 11:11am. Per the patient, the pump was not checked after the MRI and they did not know it was supposed to be. No environmental, external, or patient factors that may have led or contributed to the issue were disclosed to the reporter. No interventions/actions taken to resolve the issue were disclosed to the reporter. Surgical intervention did not occur and was not planned. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.